Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported through a voluntary medwatch report # mw5116633 that during a coil embolization procedure, the coil prematurely detached prior to being fully deployed in the aneurysm and it extended into the distal v3 segment of the left vertebral artery. This foreign body placement required the use of a snare to remove the coil. Control angiography demonstrated progressive occlusion of the aneurysm. Angiography was performed and showed no evidence of thrombus at the coil-parent artery interface or distal emboli. Information was requested regarding the patient¿s current condition; however, a response was not received.